Manufacturer narrative:
The pod was returned for a device evaluation. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly under magnification did not find it bent, kinked, or damaged. No issues noted that would result in high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose levels (bg) reached 27 mmol/l (486 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient reported that she could smell insulin on her skin. When the pod was removed, it was noted that the cannula appeared bent, "like a hockey stick". To treat the patient's elevated bg levels, two manual injections of insulin were delivered (2 insulin units each time).